Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was identified to have an elevated capture as well as pacing impedance. On (B)(6) 2019, the lead was capped and replaced. The patient was discharged after full recovery from the procedure.